Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. All keypad buttons are completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/16/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the unresponsive keypad was not able to be duplicated; all keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display that was difficult to read. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration. Also unrelated to the complaint, evaluation revealed a battery compartment with multiple cracks in the thread area. There was evidence of moisture found inside the battery compartment. The pump failed a leak test due to the cracks in the battery compartment. The battery cap was not able to fully tightened due to the damaged cap threads and the battery compartment cracks. No power losses were observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.